Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
During a rotator cuff repair it was reported that the tip of the needle was broken inside the joint during passing of the suture. The foreign body was removed by suction. X-ray taken confirmed no broken part. A backup device was used to complete the operation. There was around a thirty minute delay in the operation. No patient injuries or surgical complications were reported.

Manufacturer narrative:
One truepass needle was returned for evaluation. Visual examination of the needle confirmed the reported complaint. The needle tip has broken off at the suture slot. Broken tip was not returned. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation, the root cause for the reported issue could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).